Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference 2030404-2015-00059 during a pvc ablation procedure, a pericardial effusion occurred. A safire tx catheter was used to perform mapping in the left ventricle and one ablation was performed with a safire blu ablation catheter. A non-sjm ice catheter then revealed a pericardial effusion. A pericardiocentesis was performed and no further intervention was required. There were no performance issues with any sjm device.